Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 260 mg/dl at the time of the incident. Customer reports they were able to clear the alarm and able to complete rewind. The customer was assisted with troubleshooting and pump error reoccur. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, displacement test and unexpected restart error test. No unexpected restart alarm noted during the testing.